Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6 - account for device explant. D10- accounts for concomitant. E1, e3 - account for updated physician name.

Event description:
Related manufacturer reference number: 2017865-2021-26482 it was reported a patient's implantable cardioverter-defibrillator (ICD) presented with far p-wave oversensing and the right ventricular (rv) lead had loss of capture. Programming changes were made for the ICD. The patient experienced a small myocardial infarction in which the rv lead helix caused scarring. In a later procedure on (B)(6) 2021, both the ICD and rv lead were explanted and replaced. Post-procedure the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with far p-wave oversensing. Programming changes were made and further intervention was discussed but not reported. The patient was stable.